Event description:
The customer reported that the a cine disk not available error message was displayed and the system would not save the cine runs. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard drive, cine bridge board and cable were replaced. The system was tested and found to be working as intended and put back into service.